Event description:
Account states at the removal of the drainage, the drainage tore at the silicone tube, circa 3 cm after the end of the jackson pratt drainage. To withdraw the complete drainage the lesion had to be reopened.